Manufacturer narrative:
As of 06/21/2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on 05/23/2017 that he required medical attention. Based on the information received, aso opted to file an MDR. Aso has evaluated retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests.

Event description:
Consumer stated that product caused his skin to burn.